Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was reported.

Manufacturer narrative:
Results code, conclusions code

Event description:
New information received notes the pacemaker was explanted on (B)(6) 2020 and the death date was (B)(6) 2020. The cause of death was hypertensive cardiovascular disease.

Manufacturer narrative:
The device was returned due to patient death. The pacer was received in normal working conditions with battery voltage above elective replacement indicator (eri). Analysis performed indicated normal device functionality. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.